Manufacturer narrative:
The field representative learned from the clinic that one shock impedance measurement was between 135-140 ohms, with normal measurements observed after that. The clinic has decided to continue monitoring the device and lead via the patient's remote monitoring system. The device and lead remain in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed a high, out-of-range shock impedance measurement in the patient's remote monitoring system. A red alert was generated due to this issue. No adverse patient effects were reported.